Event description:
It was reported that a trained physician attempted arteriotomy closure with the starclose device after an unknown procedure. The vessel locator wings retracted and the device came out of the patient. Hemostasis was achieved with manual compression. There were no patient effects or injury. No additional information is available.

Manufacturer narrative:
The device history record for this lot did not produce any findings relevant to this investigation. The device investigation and complaint confirmation have not been completed because the device is unavailable. No manufacturing defects could be detected because the device is unavailable.